Manufacturer narrative:
(B)(4) initial report additional information, including patient age and activity level, patient medical history, operative notes, date of the pending revision, the explanted device following revision and post primary and pre revision x-rays has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that this device conformed to material and dimensional at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It has been reported to corin that a patient will require a revision due to the fracture of a size 2 metafix stem.

Manufacturer narrative:
Per -877 final report. Additional informtaion, including patient age and activity level, patient medical history, operative notes, date of the revision, the explanted device and post primary and pre revision x-rays were requested, however, not all information was provided and thus the investigation was limited. It was confirmed that the patient was >100kg with average activity level, limited due to arthritis. The explanted device could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided for this event, no further investigation can be conducted and the root cause of the stem fracture could not be identified. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a size 2 metafix stem due to it fracturing in the patient's femur.